Event description:
The user reported that the roller pump would not operate in the forward mode. No pt injury was associated with this event.

Event description:
Roller pump would not operate in the forward mode. No patient injury was associated with this event.